Event description:
Used philips respironics dreamstation which was recalled due to insulation being a hazard and was diagnosed with lung cancer and had two surgeries the last which removed most of my right lung. Symptoms were present for several months before the final diagnosis. The irritating fact is that I called our CPAP (B)(4) supplier two times and reported that my filter was black and each time was given an erroneous excuses and told to continue using the machine. Full documentation is in pdf format and your system will not allow me to attach it. I have sought legal advice to join the class action law suit. Just wanted to make FDA aware and add the number count of those affected.